Event description:
It was reported that during a rotational atherectomy procedure, a guide wire tip detachment occurred. The lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). The floppy rtw tip (the radiopaque portion) "snapped off and embolized in the rca. The physician stented or crushed the tip to the vessel wall of the rca." The procedure was completed with another floppy rtw and another manufacturer's wire. No further complications were reported. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4).